Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported leak at the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av performed an expanded investigation and a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was potentially related to hub assembly during manufacturing and corrective and preventative actions were implemented. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 4.0 x 150 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. The preparation of the pta catheter for use could not be completed due to the device leaking. The device was not used in the procedure. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.